Event description:
It was reported that during a laparoscopic appendectomy procedure, the device could not be activated, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what is meant by device "could not be activated?" Does this mean the device would not arm, preventing blade exposure and insertion? If not, please provide more information regarding issue experience by user. Follow up received from affiliate: yes, the device did not arm and the shield did not retract. No further information is available.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the d12lt device found that it was received with the reset button in disarmed position. The instrument was armed and when the device was functionally tested the blade did retract as expected. However, the reset button remained in the lock position. In attempt to expose the blade, the bullet of the device was pull backwards, but the blade did not expose. No conclusion could be reached as to how this issue occurred. We have documented the circumstances as they were reported to us. The batch record was reviewed and no anomalies were noted during the manufacturing process.